Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the forceps cover had a missing ke-45 adhesive and the pink rubber had peeling adhesive. The most probable cause of the discovered damage is traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the forceps cover of the ultrasound gastrovideoscope had a missing ke-45 adhesive and the pink rubber had peeling adhesive. There was no patient involvement.